Event description:
It was reported, a piece of the cruciform on the self retaining screwdriver is missing. It is unk when or how it broke. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for mfg revealed no complaint related issues. Visual inspection revealed the tips are partly broken off. Root cause cannot be determined, however, excessive use and force on the device over time cannot be ruled out.